Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements reaching out of range. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.